Manufacturer narrative:
The customer's laboratory information system (lis) was nonfunctional due to preventative maintenance and the customer was unaware of how to manually run and report the patient's test sample result while the lis maintenance was being performed. The customer has been instructed on how to manually order test samples when the laboratory information system (lis) is nonfunctional due to preventative maintenance. Instructions to manually order test samples are also published in the advia centaur immunoassay system operator's guide. The cause of the delayed testing of an intraoperative patient sample was due to user error. This event also identifies an off-label use as the advia centaur xp ipth assay is not cleared for intra-operative use. The instruction for use (IFU) states in the intended use section the following: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism." The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
One intraoperative patient sample ordered for intact parathyroid hormone (ipth) was delayed from testing on an advia centaur xp instrument. The patient was undergoing surgery when the test was ordered. There are no known reports of adverse health consequences due to the delayed testing of the sample.